Event description:
On (B)(6), 2012 at (B)(6) hospital a 1 hour 48 minutes laparoscopic appendicectomy procedure was performed on the patient. A olympus ues 40 surgemaster electrosurgical generator and a skintact dispersive monitoring electrode (model wr21) were used. The electrode was placed on the upper left thigh. The patient was lying in the supine position and was not repositioned. The patient was of slim build. The skin type was described as "normal". The skin was not cleaned, not shaven and no ointment had been applied. The skin was disinfected and dried prior to application. The power setting was described as 10 for cutting and 10 for coagulating. The hospital stated that the electrode had "not come off". 22 hours after the procedure an injury was noticed. The hospital described the injury as "initially reddening + thickening of skin, later blisters". It was also stated that the shape of the injury was "different shape to electrode, 'thinner' and 'longer'", "injury occurred in part of electrode area and extended beyond". The wound has been treated with "burns dressings, under treatment by plastic surgical team".

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(6). The retained samples of the same lot have been inspected visually, tested electrically and mechanically. All samples were found to perform within limits. No faults could be detected. The customer provided photos showing the injury on (B)(6) 2012 and on (B)(6) 2012. On the photo taken one day after the procedure the shape of the injury corresponds to the shape and size of one half of the electrode model used. This could be demonstrated by superimposing images. On the second photo taken a week later the injury seems to have grown beyond that. There are no visible traces of the other half of the electrode. Had the electrode partially come off and the return current only been handled by one half of the electrode, a heat necrosis in the tissue underneath that half might have resulted. However, the user reported that the electrode had not come off. No information was made available, whether the IFU was followed regarding the limitation of activation (90 seconds in any 3 minute interval) and whether the electrode contact quality monitoring system was fully activated. No further conclusions can be drawn.